Manufacturer narrative:
(B)(6). The device was returned for analysis. Visual inspection revealed a partial detachment near the lapjoint section. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
Reportable based on device analysis completed on 25 oct 2021. It was reported that flushing issues occurred. The target lesion was located in the proximal to mid left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, it was noted that the flushing port was defective and flushing could not be performed. The procedure was completed with another of the same device with no injury to the patient. However, device analysis revealed a partial detachment.